Event description:
It was reported to boston scientific corporation that an sensation snare was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, they removed one polyp with no trouble but when removing the second polyp with the same snare it was unable to close and cut the polyp. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown.